Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause of the reported issue could not be identified. Arctic sun device alarmed erratic patient temperature (pt) and stopped therapy. Verified cable connections to ts foley and foley was in place. Verified via secondary source. Patient temperature (pt) did jump from 37c to 38.4c in 30-minute timeframe because of fevering. Advised that significant of a jump could possibly cause the alarm. Confirmed device was responding appropriately to patient temperature (pt) increase. Encouraged to continue to monitor and call back if any additional alerts or alarms. No medical intervention was reported. The instructions for use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alarmed erratic patient temperature (pt) and stopped therapy. Verified cable connections to ts foley and foley was in place. Verified via secondary source. Patient temperature (pt) did jump from 37c to 38.4c in 30-minute timeframe because of fevering. Advised that significant of a jump could possibly cause the alarm. Confirmed device was responding appropriately to patient temperature (pt) increase. Encouraged to continue to monitor and call back if any additional alerts or alarms. No medical intervention was reported.

Event description:
It was reported that the arctic sun device alarmed erratic patient temperature (pt) and stopped therapy. Verified cable connections to ts foley and foley was in place. Verified via secondary source. Patient temperature (pt) did jump from 37c to 38.4c in 30-minute timeframe because of fevering. Advised that significant of a jump could possibly cause the alarm. Confirmed device was responding appropriately to patient temperature (pt) increase. Encouraged to continue to monitor and call back if any additional alerts or alarms. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.